Manufacturer narrative:
Investigation summary: outflow graft with unknown serial number was not returned for evaluation. Review of outflow graft device history record could not be conducted since serial number is unknown. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information, the most likely root cause of the reported kinking may be attributed to an extremely long outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Referenced article: the heart surgery forum #2017-1848 20 (4), 2017 [epub august 2017] doi: 10.1532/hsf.1848 article name: kinking of the outflow graft, consequent ventricular tachycardia, and the need for reoperation in a patient with left ventricular assist device by: dusko terzic, md, emilija nestorovic, md, svetozar putnik, md, phd, dejan markovic, md, miljko ristic, md, phd - (B)(4).

Event description:
A journal article was reviewed which discussed an excessively long outflow graft with considerable kinking which caused significant ventricular tachycardia (vt). After extubation, on postoperative day 3 the patient began to experience new onset vt while sitting upright and coughing. A multi-slice computed tomography (msct) scan of the chest was performed to detect possible mechanical causes. This scan revealed an unclear proximal portion of the outflow graft due to artifact. The distal half of the graft to the aorta revealed tortuous flow with significant angulation. Based on clinical parameters and msct findings, the decision was made to return the patient to the operating room to resolve outflow graft kinking. It was confirmed the outflow graft was too long, resulting in kinking. Following reoperation to shorten the outflow graft, the patient returned to hemodynamic stability, without vt or other arrhythmias. No further patient complications have been reported as a result of this event.